Event description:
Allegedly, it was impossible to get the cocr liner to seat in the bf cup, in which there were screws. A poly liner was used instead. This caused a 15-20 min delay in surgery.

Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided, a short centrifugation time or a crack in the sipper syringe glass barrel may have caused or contributed to the event.

Event description:
The user received discrepant troponin t results for three patient samples. All results are in ng/ml. Sample 1 , the original result was 0.124. The sample was repeated twice, giving a result of <0.10 and a second repeat result of 0.014. The repeat result from the e 170 analyzer of 0.014 and was reported outside of the laboratory. Sample 2, on (B)(6) 2010, original result was 0.035, repeat result was 0.028, repeat on the e170 analyzer was 0.014 and was reported outside of the laboratory. Samples 1 and 2 were from the same patient. Sample 3: original result was 0.079, repeat result was <0.010 and second repeat result was <0.010. The patients were not affected as the erroneous results were not reported outside of the laboratory. The troponin t reagent lot number was 15721901. The field service representative was unable to determine a cause. He checked the analyzer for problems and found a crack in the sipper syringe glass barrel. He replaced the glass barrel and checked all alignments and voltages which were within specifications. To verify analyzer operation, he ran performance tests and all parameters were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.